Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an error code 1102 check vent: primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that he replaced both speakers, then he replaced the central processing unit (cpu) printed circuit board assembly (pcba) and still failing. The rse informed the customer that issue must be with the connection on either the motor controller (mc) board or the power management (pm) board. The rse suggested replacing with another device to see if problem stays with device or follows the board. The investigation is ongoing.

Manufacturer narrative:
The customer called back into technical support informing the remote service engineer that he swapped in a known good power management (pm) printed circuit board assembly (pcba) and the issue was resolved, unit has the updated 4th gen pm pcba. Per good faith effort (gfe) response received 01apr2025, it was confirmed that the pm pcba board was ordered and replaced to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Multiple attempts have been made on 19nov2024, 09dec2024, 02jan2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.